Manufacturer narrative:
Investigation summary:tested 3x retained devices with negative standard on 3 sofia 2 analyzers. Immediately after the first run, one minute later, the same 3x retained devices were tested on 3 sofia 1 analyzers. All devices yielded valid and accurate negative results on all analyzers at the 15 and 16 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reporting conflicting sofia sars results. The patient's first sample, ran on the sofia1 analyzer, yielded a positive sofia sars result. Immediately following the initial positive sofia sars result, the same patient sample was run on the sofia2 analyzer yielding a negative sofia sars result. It is unknown whether the patient was asymptomatic or symptomatic. No confirmatory testing was completed.